Event description:
It was reported that pump touchscreen became unresponsive. There was no reported impact to the customer¿s blood glucose level. Customer declined troubleshooting with technical support, and no additional information was received regarding further actions or outcome of event.